Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing found that the image was noisy, but visible, due to a faulty connector. In addition, there were lines on the display and the narrow band imaging functionality failed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when inspecting the device prior to an unspecified procedure, the connector (scope socket) was loose and the image was displaying intermittently. The procedure was completed with a similar device. There was a procedure delay of less than 15 minutes. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause could not be identified. The intermittent images could not be confirmed by the repair department. However, it was confirmed that image noise was generated, and information was obtained that it was caused by loosening of the video connector receiver. Other inspection findings were as follows: loosening of the video connector receiver; image noise; nbi does not work olympus will continue to monitor field performance for this device.